Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device, and no non-conformances were identified. Summary: one open box with eighteen unopened samples of product was received for analysis. During the visual inspection of samples, no defects were found on the package. The samples were opened, and the swage and attachment area were noted to be as expected. The sutures were dispensed without problems, and examined along of the strand and no defects, damaged, or detached needle were observed. A functional test was performed using an instron, and the pull force were above the minimum requirements. The device performed without any difficulties noted. The single complaint was reported with multiple events. There are no additional details regarding the additional events.

Event description:
It was reported that the patient underwent a cardiac procedure in 2020, and the suture was used. It was also reported that during the procedure, the needle kept 'popping' off of the suture. The procedure was completed with another like suture. There were no patient consequences reported. No further information is available.